Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issues has been completed. Device history record review confirmed the pump passed all post sterile inspection checks. No device was received for evaluation. The root cause of the product damage (sterile sleeve damage) was not determined as no product or images were returned. Because insufficient clinical evidence was provided, the root cause of the infection was unable to be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient was implanted with an impella 5.5 device for a bridge to transplant and approximately 20 days after start of support, the patient's sterile sleeve was observed to be damaged. Prior the white blood cells count was raised even with all lines being removed and no signs of infection. The graft had been cultured. The patient was placed on antibiotics. The decision made to remove right axillary 5.5 and graft and place new left axillary 5.5 and graft as the patient still awaits transplant (listed as status 2).